Event description:
It was reported to gore that on (B)(6) 2025, a 41-year-old female patient with a patent foramen ovale (pfo), with floppy septum and a long tunnel, underwent an implantation of gore® cardioform septal occluder (gsxe0030) device. The gsxe0030 was implanted successfully and the correct and adequate position and placement were shown in transoesophageal echocardiogram (toe) and fluoroscopy. On (B)(6) 2026, the patient had follow-up appointment, where toe and fluoroscopy scans were performed. The gsxe0030 was found to be ingrown in a defective position and heavy shunt was seen from right to left side. The gsxe0030 is still in the heart, as posterior septum/ membrane keeps the device, but it is dislocated. The patient explained suffering from influenza virus, 2-3 weeks prior to the follow-up appointment, which caused heavy and painful cough for several days. As stated by the physician, the intense cough may interfered with stable position of gsxe0030 and may have led to its dislocation. An open surgery is expected soon, to remove the gsxe0030 and close the defect surgically.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all prerelease specifications. The device remains implanted in the patient, therefore, a device evaluation could not be performed. Gore reached out to the physician to obtain information regarding possible device explantation. The response is still pending. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. H6: code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). Code c21 is reflecting the upcoming results from investigations represented by codes b15, b20 and b11. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.